Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions occurred. Customer's blood glucose level reached 400 mg/dl. Reportedly, the customer changed the pump supplies to resolve the reported issues.